Manufacturer narrative:
(B)(4). Approximate age of device ¿ 47 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(4) 2017, that the patient arrived to the clinic for a 2 week follow-up visit post hospital discharge for a cerebral vascular accident (cva). The cva had been previously unreported to the manufacturer. It was reported that the cva occurred on (B)(6) 2017, and that the inr was 4.0. The patient presented with focal deficits of the right face, and hand weakness with dysarthria. The head CT scan revealed the following per report: ¿non-contrast CT images of the head were obtained. The ventricles, sulci and cisterns are within normal limits for size and configuration. No intracranial hemorrhage is identified. No mass or mass-effect is identified. The gray-white differentiation is intact. There is no CT evidence of acute ischemia. The visualized paranasal sinuses are clear. No skull fracture is identified. Impression: no acute intracranial process. Above deficits resolved (on asa/plavix/ + coumadin).¿ additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.